Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer¿s blood glucose level was 120 mg/dl. Reportedly, the customer has no alternate insulin therapy method available.